Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-apr-2024, it was reported that the patient kept on getting an insulin flow blocked alarm. No further information available.